Event description:
Patient implanted with heartmate 2 lvad on (B)(6) 2016. Had known driveline fracture with a short to shield. Was treated with splicing of wires and ungrounded cable in 2018. Presented on (B)(6) 2024 with intermittent vad off alarms while on batteries and ungrounded cable. Unable to splice driveline wires any further. Was taken to operating room on (B)(6) 2024 for a heartmate 2 removal and implantation of heartmate 3 left ventricular assist device.